Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2003," the plaintiff was implanted with an ams sparc sling system to treat "stress urinary incontinence and/or pelvic organ prolapse." The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence," and other injuries. The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and/or medical treatment, and she has sustained permanent injury," that "will result in some permanent disability to her person."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.